Event description:
It was reported that a dissection occurred. The 80% stenosed target lesion was located in the highly tortuous mid to distal left anterior descending (lad) artery. After pre-dilation with a 2.00 x 12 mm semi-compliant balloon catheter, a 2.50 x 28 mm synergy xd stent was successfully advanced and deployed at nominal pressure. The stent was subsequently post-dilated using a non-compliant balloon at 16 atmospheres. A flow-limiting type c dissection was observed, prompting the deployment of an additional stent to cover the dissection. The procedure was completed and the patient remained stable.